Event description:
Pt's first surgery was on (B)(6), 2010 and fcd-2 screws were implanted at l3-l4, l4-l5, and l5-s1. On (B)(6), 2011, dr. (B)(6) replaced a screw at the l3-l4 level having discovered that it fractured. He thinks that the fracture was due to an issue with how the implant was seated. Pt recovered satisfactorily.

Manufacturer narrative:
Model# 9063-00, lot# 091409-b.